Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and sensor plug is fully seated. Burn marks was observed on the sensor casing. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and burn marks was observed. A further extended investigation was performed. Visual inspection has been performed on the returned sensor and burn marks was observed. On the sensor casing. Liquid contamination was observed across multiple components across the pcba . Sensor data was attempted to be extracted and sensor was unable be scanned. The returned sensor was de-cased and liquid contamination and burn marks were observed on sensor battery housing. The damage which include scorch marks and liquid contamination on pcba prevented to re-program the returned sensor and further testing was unable to be performed. This damage is consistent with the sensor being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. ¿the sensor battery voltage was measured which cannot produce enough current to cause this damage. It was determined that the sensor was subjected to external power during use. Therefore, the issue is not confirmed to use due to misuse of the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a low reading from their abbott diabetes care device. The product was returned and investigated for the low readings, however during investigation burn marks were observed on the sensor battery. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a low reading from their abbott diabetes care device. The product was returned and investigated for the low readings, however during investigation burn marks were observed on the sensor battery. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.